Event description:
It was reported that before using bd preset¿ arterial blood collection syringe was ruptured and unusable. The following information was provided by the initial reporter: at 14:00 on (B)(6), 2023, the nurse followed the doctor's instructions to draw blood gas from one patient. After tearing open the packaging, it was found that the arterial blood sampler was ruptured and unusable. The arterial blood sampler was immediately replaced for use

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.